Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 implantable pacing lead, (B)(6) 2008. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had an electrical reset due to a bit flip. The device was interrogated and no parameters were changed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual device was not received for evaluation; however, performance data was collected from the device and analyzed. Analysis of the device memory indicated a partial electrical reset. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.